Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on november 20, 2006 and alleged that her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the patient the same day and obtained additional information. The pt informed the mas that around 9:00 am, the pt tested her blood glucose on the reported meter and received a result of 131 mg/dl (per logbook record). She was not experiencing any symptoms at this time. She then ate her normal breakfast and took 43 units of lantus. The patient mentioned that her lantus regimen was changed to the morning about 2 months ago and she is to take the 43 units if her blood glucose level is between 90 mg/dl and 140 mg/dl. If her blood glucose level is less than 90 mg/dl or greater than 140 mg/dl, she is to consult her doctor. Since the result fell between 90 - 140 mg/dl, the patient took 43 units (however, the lantus insulin is long acting and likely would not have taken effect until hours later). About 10-15 minutes later, the patient passed out and her husband noticed that she was "like a rag doll." He called the emergency services and the paramedics' meter upon their arrival read 51 mg/dl. The patient was placed on IV glucose. She did not test on the reported meter again that day. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The mas verified that test strips were within the expiration date (12/2006), stored properly, and within the discard date (however, it is documented by the customer service agent (csa) that the test strips have been open longer than the discard date, expired, or stored improperly). The csa had attempted to walk the patient through a control solution test, but the patient dropped the control solution and could not reach it. However, the patient informed the mas that a few days prior to the event, the patient had performed a control solution test, and it passed within range. This complaint is reported because the patient obtained a result of 131 mg/dl on the reported meter, ate a "normal" breakfast, but still passed out and was found to be hypoglycemic within 15 minutes of taking a long acting insulin. The paramedics treated the patient for hypoglycemia. A replacement meter, control solution, and test strips were sent to the lay user/patient.